Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged necrotic tissue is related to v.a.c.® therapy.

Event description:
On apr 27 2017, the device with cords was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On sep19 2017, the device with cord was tested per quality control (qc) procedure by kci quality engineering, although an unrelated failure was identified it did not impact the units ability to deliver therapy when in use with the patient.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged necrotic tissue is related to v.a.c.® therapy. The physician discharged the patient from v.a.c.® therapy on may 30 2017, the same day as nurse's allegation of necrosis, as "goal of therapy met." There have been several attempts made to gather additional information, but there has been no response. It is unknown if medical or surgical intervention was required. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Device not returned to manufacturer.

Event description:
On (B)(6) 2017, the following information was reported to kci by the wound care nurse: the nurse alleged observing necrotic tissue developing in the patient's wound bed. The nurse reported placing a foreign material alleged to be v.a.c. Whitefoam¿ dressing directly over some sutures and subsequently observed the skin becoming white and moist. Necrotic tissue with eschar present in the wound bed was noted. On may 31 2017, the following information was reported to kci by the wound care nurse: the nurse clarified that the white tissue and necrotic tissue with eschar were the same issue. The patient was placed on an alternate dressing pending physician appointment on (B)(6) 2017. The nurse believed a debridement would be required pending a physician's review. On jun 15 2017, per review of kci records, the following was noted: on may 30 2017, wound care nurse (original reporter) provided kci with the patient's wound assessment information which indicated a decrease in the patient's wound dimensions upon comparison to prior wound measurements on (B)(6) 2017. Additionally noted: "the patient's wound(s) continue to show progress/healing as documented in the patient's medical record. Also under 'wound bed appearance' the following was noted: beefy, bright red granulation tissue was marked as "e" (>75%). White, grey, yellow, or brown non-viable tissue was marked as "a" (none present). Black eschar was marked as "n" (none), however, additional notations indicate: "the wound bed is now approx [approximately] 50% tan and yellow necrotic tissue ...md [physician] advice remains pending." Per physician's request for discharge orders, the patient was discharged from v.a.c.® therapy on (B)(6) 2017 as "goal of therapy met." No additional information is available. On apr 27 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On jun 20 2017, kci quality engineering, determined, to date the device has not been returned to kci and is not available for evaluation in kci quality engineering. Therefore a device evaluation could not be performed.